Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 266 mg/dl. Customer had blood glucose level of 412 mg/dl. Customer was treated with insulin drip. Customer was not using auto mode at the time of event. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles and leak. Customer did high pressure test and it was passed. The insulin pump will not be returned for analysis.